Manufacturer narrative:
(B)(4).

Event description:
The patient experienced shocking and uncomfortable stimulation in the back of her leg. She decreased her stimulation from 0.65v to 0.5v and the lower setting was painful. Palpation did not affect stimulation and the impedances were normal. The patient's implantable neurostimulation was reprogrammed and a replacement was planned. A follow-up report will be sent if additional information becomes available.